Manufacturer narrative:
Concomitant product : dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular lead was fractured. High and varying pacing impedance, noise, and short v-v intervals were also noted, and a lead integrity alert triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.